Event description:
It was reported that there was high threshold on the left ventricular (lv) lead due to dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Concomitant medical products: product ID: d334trm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 5076-45, implantable pacing lead, implanted: (B)(6) 2012; 6947m62, implantable tachy lead, implanted: (B)(6) 2012. (B)(4).